Manufacturer narrative:
.

Event description:
The patient reported that in 2006, he started noticing changes such as "numbness in his tailbone area/organs and could feel dripping and itching near prostate". The patient also reported that his bladder/bowel functions had been affected. The patient had an MRI (date not reported) and a few weeks ago, he was notified that he had a granuloma. His hcp recommended removing the catheter as soon as possible. The hcp reduced his intrathecal dosage of medication. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.